Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable's connecting piece was loose. Customer was able to charge the pump. There was no reported impact to the customer's blood glucose level.